Manufacturer narrative:
The field event of the transmitter no longer responding was verified. The visual inspection revealed physical damage to the outer plastic casing of the ac power adapter and no physical damage to the outer plastic housing of the transmitter. After opening the ac power adapter, several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Unit was tested with a working ac power adapter and the unit successfully powered on. Successfully performed the delete data process. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.